Event description:
During a review of programming history, it was noted that a magnet mode diagnostic test on (B)(6) 2010 resulted in a low output current. The low output current warning on the magnet mode test is a result of the user not swiping the magnet before performing the magnet mode diagnostics test. The low output current result is likely due to the generator comparing the last magnet swipe output to the newly programmed magnet mode output current which had not been delivered yet. The "magnet count" variable was not being updated upon initial interrogation of the generator. The magnetcount was obtained from the last programming session on the handheld from the last generator. The reason the warning message was not displayed that a magnet swipe had not been detected is due to the way the handheld software obtains the magnetcount variable to determine if the message should be displayed. This was implemented in v8.0 software upgrade of the handheld computers. It provided a software fix for scenarios in which performing a magnet mode diagnostic without performing a magnet swipe will not result in the warning message that a magnet swipe was not detected. The high impedance event is captured in MFR report #1644487-2010-00815.

Manufacturer narrative:
Analysis of programming history.